Event description:
A medwatch was received and indicated a pt "in or for breast augmentation. During procedure, pt sustained a burn on right breast. The surgeon touched the metal retractor with the bovie pencil. Surgeon excised the burned tissue."